Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly 2 most proximal screws backed out of the implant. The screws backed out screws to be removed percutaneously.